Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's doctor reported via telephone call that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading was 451 mg/dl. The customer had been weak, nauseous and vomiting. The doctor reported that the blood glucose had been running high since the previous night. The customer was wearing the insulin pump at the time of the event and was treated with intravenous insulin. The doctor reported that the insulin pump was no longer working but no error notification was received. The insulin pump was not returned or replaced.